Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high troponin t hs stat result for one patient sample from the cobas e 411 immunoassay analyzer. The initial result with a plasma sample was 0.364 ng/ml and was reported outside of the laboratory. The doctor asked the customer to repeat the test and the result was 0.007 ng/ml. Testing was also performed on a cobas h 232 meter and the result was < 40 ng/l. The sample was recentrifuged and repeated on the cobas e 411 immunoassay analyzer with a result of 0.005 ng/ml. The customer then tested a serum sample from the patient and the result was 0.005 ng/ml. There was no allegation of an adverse event. The reagent lot number was 24518000 with an expiration date of (B)(6) 2018. Quality control results were within range therefore a general reagent issue was not suspected.

Manufacturer narrative:
The provided calibration data is within expectations. The investigation was unable to find a definitive root cause.